Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received unspecified high sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with insulin (dose/type unspecified) and eventually lost consciousness. A caregiver called an ambulance and upon arrival, the paramedics obtained a glucose reading of 54 mg/dl on a healthcare professional (hcp) meter and compared it to a sensor scan result of 193 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer received glucose intravenously for treatment of hypoglycemia diagnosis and eventually regained consciousness. The customer was then admitted in a hospital for further observation and was discharged on 27 october 2025. The caregiver was unable to provide treatment details received by the customer during hospitalization. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received unspecified high sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with insulin (dose/type unspecified) and eventually lost consciousness. A caregiver called an ambulance and upon arrival, the paramedics obtained a glucose reading of 54 mg/dl on a healthcare professional (hcp) meter and compared it to a sensor scan result of 193 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer received glucose intravenously for treatment of hypoglycemia diagnosis and eventually regained consciousness. The customer was then admitted in a hospital for further observation and was discharged on (B)(6) 2025. The caregiver was unable to provide treatment details received by the customer during hospitalization. There was no report of death or permanent impairment associated with this event.